Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced component separation. The following information was provided by the initial reporter: ran patient's medication/flush through his medline without difficulties, unhooked to flush the line and as I was unhooking (gently) the end was completely separated. Nothing snapped or cracked. New tubing was provided. Wasted medication, time, and supplies.

Manufacturer narrative:
It was reported that the set¿s ¿end¿ male luer collar was completely separated. Received one used extension set model me2017 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the male luer¿s (p/n 1001-085-004) fixed collar was broken off and separated from the base of the collar. Closer inspection under magnification also observed signs of stress marks at the break site. The break sites of the broken component showed jagged and uneven edges. No other anomalies were observed. Functional testing was not deemed necessary due to the broken male luer fixed collar and the disconnections at the luer that would occur. Bd/tj manufacturing is aware of this type of damage to the male luer component (p/n 1001-085-004). Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Equipment used (inspection performed on 10aug2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer.

Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced component separation. The following information was provided by the initial reporter: ran patient's medication/flush through his med line without difficulties, unhooked to flush the line and as I was unhooking (gently) the end was completely separated. Nothing snapped or cracked. New tubing was provided. Wasted medication, time, and supplies.